Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for central regurgitation and paravalvular leak were confirmed through provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra valve (s3u) was implanted over an existing prosthetic ring. Therefore, it was an off-label operation. Per medical record, approximately 2 years and 8 months post tmvr procedure the patient presented with recurrent severe bioprosthetic mitral regurgitation. The 23 sapien 3 ultra valve was found with two large paravalvular leaks and intravalvular leak due to d shape of annuloplasty ring. As a result, the valve was explanted. In addition, patient was diagnosed with hyperlipidemia, chronic kidney disease, and type 2 diabetes mellitus. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Per medical record, patient had history of diabetes, hyperlipidemia and chronic kidney disease . Diabetes, hyperlipidemia and chronic kidney disease are known risk factors for leaflet calcification and thickening, which can lead to improper coaptation of valve leaflets, leading to central regurgitation. In addition, the valve was deployed within a non-circular ring, which could also prevent the valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia, diabetes and ckd) and/or procedural factors ((interaction with pre-existing device (d shape of annuloplasty ring)) may have contributed to the reported central regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, because of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. In this case, the valve was deployed within a non-circular existing prosthetic ring, which could have difficulty to fully seal against to the target site (d shape of annuloplasty ring) and could result in paravalvular leak over the time. As such, available information suggests that procedural factors (off label operation) may have contributed to the reported paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.

Event description:
As reported by implant patient registry, approximately 2 years and 8 months post transseptal tmvr procedure with a 23mm sapien 3 ultra valve in a preexisting annuloplasty ring the valve was explanted. An edwards surgical valve was implanted. Per medical record review, approximately 2 years and 8 months post tmvr procedure the patient presented with recurrent severe bioprosthetic mitral regurgitation. The 23 sapien 3 ultra valve was found with two large paravalvular leaks and intravalvular leak due to d shape of annuloplasty ring. As a result the valve was explanted.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.